Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Caller reset the pump independently before contacting support, who then provided further pump reset information. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reappeared.